Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic after feeling a vibratory alert from their implantable cardiac defibrillator (ICD). Upon interrogation, it was observed the ICD was in backup vvi mode due to event queue overflow. The device was restored to normal parameters. The patient was in stable condition.